Manufacturer narrative:
No motor error alarm or motor position encoder alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was unknown. The customer that they received a motor error alarm and changed the battery. The customer reported that they had motor position encoder error. Customer reported that the drive support cap appears normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.